Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-14771.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported, post transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve, CT showed a descending aortic dissection/rupture.  The tavr procedure was completed without complications.  The patient had a pacemaker implanted due to heart block the same night of the procedure.  The patient¿s status declined late that evening and the patient expired on postoperative day 1.  There was no perception from the operators that a device malfunction occurred.  It was possible that the push catheter caught on transverse arch plaque when re-advancing to post dilate.